Event description:
It was reported that the right atrial lead exhibited an unspecified malfunction. No further information could be obtained. During revision, the lead was noted to be fractured. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.